Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after inserting the instrument, it was noticed the flexible metal ring was broken. The device was removed from cavity and it was confirmed the metal ring was broken. The surgeon detached the pouch from the metal ring and removed the gallbladder using the pouch. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).